Event description:
This is a spontaneous report by a nurse from (B)(6) of intestinal infection and bacterial peritonitis with culture positive for enterobacter cloacae in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient was diagnosed with an intestinal infection. In 2010, the patient was hospitalized for bacterial peritonitis. It was not reported if a sample of peritoneal effluent was analyzed, or if remedial therapy was prescribed. The root cause of the bacterial peritonitis was intestinal infection. On an unreported date in 2010, the event of bacterial peritonitis resolved. It was not reported if the event of intestinal infection resolved, or if pd therapy continued. The nurse believed that the event of bacterial peritonitis was unrelated to pd therapy. The nurse did not provide a causality for the event of intestinal infection.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.